Event description:
It was reported the patient is not receiving effective stimulation coverage in the left foot. Reprogramming was unable to resolve the issue. As such, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019, wherein one lead was added. Reportedly, the patient has effective therapy and the issue is resolved.